Event description:
It was reported that the patient had been up all night with her "spine locked." It was unclear what "spine locked" implied, whether it was related to pain, rigidity, or another symptom. However, it was noted that the patient had been diagnosed with multiple sclerosis on (B)(6) and also mentioned that she had a "bad spine disease." During the trial, the patient was pain-free. When having her pump initially filled with drug, she was reportedly given three times the correct dosage and had to wait six hours before the correct dosage was put in. The drug being used in this system was morphine. Five days later, it was reported that the patient felt she was not getting as much pain relief as she did during her trial. It was noted that the patient was given a single bolus during her trial, while the infusion would be slowly increased over the next several weeks. The physician stated that due to this, the treatment may not feel the same. However, it was reported that the patient was going to visit her physician for follow-up and to "increase her pump again." About two months later, it was reported that the patient was "doing well."

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).